Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400-500 mg/dl) and ketone level was low/trace. The customer had headaches. The infusion set was changed out to address bg level. The contact alleged the pump may be the cause of the event. The customer continued to use the pump for insulin therapy.